Event description:
It was reported that the system would not complete boot up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer removed the service disk from the disk drive. The system operates as intended and was returned to service.